Event description:
It was reported that the device had a broken prong in pca dose remote port. The results of the investigation found that the device's downstream occlusion (dso) seal was delaminated. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a delaminated downstream occlusion (dso) seal and worn upstream occlusion (uso) seal. The dso and uso seal were replaced.